Manufacturer narrative:
G4: 26sep2019. B4: 27sep2019. Per the customer's provided information, the unit has not been repaired. Due to the cost of the repairs, we have removed it from service indefinitely. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
MFR received date: 09 sep 2019. Date of report received: 11 sep 2019. The field service engineer (fse) performed troubleshooting and ran the diagnostic test. The fse was able to verify and duplicate the reported problem. The customer requested a quote for the repair, which the fse provided. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 01july2019. A follow up report will be submitted once the evaluation is complete.

Event description:
The customer reported battery failure. There was no patient involvement.